Event description:
Unit is not able to start. I have attached a video. The customer by mistake open the monitor screen wrongly and several cables were affected. The next cables were already replaced: 160386 c3 fdc to display 160356 cable ffc to key panel x2 160568 c3 ffc to front panel board j21 ffc cable (pn 160353) to blower module temperature sensor board - it was also disconnected.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be defective esm board. In consequence esm and qvent were replaced. There was no patient or user harm.